Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Robotic procedure? Lot # ? New user or experienced user? If experienced ¿ another device? Ethicon associate (sales rep) present during the procedure? When did the suture break (before use on patient, during use on patient while suturing)? Where did the suture break? (In relation to needle, what is the approximate location of suture breakage? What in the physicians opinion was the cause of the suture breakage? The report states "the symmetric has broken twice before" please confirm the total qty of sutures that broke during this procedure/patient event? Or did the sutures break during multiple procedures? If yes, please confirm the product code, lot# and total number of procedures/patient events where suture breakage was noticed.

Event description:
It was reported that the patient underwent a lumbar decompression/discectomy procedure on 04/19/2017 and the barbed suture was used. During the procedure, the barbed suture has broken twice. It was also reported that it was possibly a technique issue and the surgeon was pulling too hard. Another like barbed suture was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: robotic procedure? No. Lot #? Lam142. New user or experienced user? New user. When did the suture break (before use on patient, during use on patient while suturing)? During use on patient while suturing. Where did the suture break? (In relation to needle, what is the approximate location of suture breakage? A few centimeters away from the fixation tab. What in the physicians opinion was the cause of the suture breakage? He believes the product is defective because he was not pulling very hard. Please confirm the total qty of sutures that broke during this procedure/patient event? During the procedure related to this product complaint, one suture broke. Dr used another sample product to finish closure. Opened sample was returned for evaluation. The suture was examined visually along the strand and body fluids were observed and some barbs were noted damaged and the fixation tab was broken off the two sides. The sample was functionally tested for tensile strength and met the requirements.